Event description:
It was reported that following accessing of a port a cath without incident, flushing using 10ml syringe and securing in place with IV 3000, the injectable side port came off of the access needle causing a free flow of blood, prior to accessing port a cath no apparent faults noted with the access needle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1369 showed no other similar product complaint(s) from this lot number.